Manufacturer narrative:
The concerto nylon coil has not been returned for evaluation; product analysis cannot be conducted. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information.

Event description:
Medtronic received report of concerto nylon non-detachment during a procedure. The patient was undergoing coiling of an aneurysm. The coil and accessory devices were prepared as indicated in the IFU. A continuous catheter flush was used during the procedure. It was reported that during the procedure, the concerto nylon coil had resistance during advancement through the proximal section of the catheter. At detachment, the coil was unable to be detached. The physician removed the coil from the procedure and completed the procedure with a new device. There were no patient symptoms or complications reported in association with this event.

Manufacturer narrative:
Patient information was unavailable from the site. Updated the device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil damaged and stretched within the introducer sheath and still attached to the pushwire. The instant detacher was not returned as it was discarded. The pushwire was found bent at several locations from the proximal end. The tack weld replacement (twr) crimps and the pushwire wire distal to the break indicator at the manual detachment location (via hypotube) were found intact. All other subassemblies appeared to be normal and no other anomalies were observed. An in-house instant detacher was not used for detachment testing due to the proximal bend in the pushwire. During evaluation, the pushwire was intentionally broken at the manual detachment location (via hypotube) the release wire was pulled out, but coil remained attached to the pushwire. Additionally, the outer jacket was removed, and the coin was pulled back from the lumen stop and implant coil subsequently detached. The instant detacher was not returned; therefore, any contributing factors from the instant detacher could not be assessed. It is likely that the bend(s) in the distal end of the pushwire prevented the coin from pulling back from the lumen stop as was evidenced during the manual detachment attempt (via hypotube) during testing. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): precautions: ¿do not advance the coil with force if the coil becomes lodged within or outside the micro catheter. Determine the cause of resistance and remove the system when necessary. If information is provided in the future, a supplemental report will be issued.